Event description:
An optometrist reported that six months following lasik surgery, the patient continues to report fluctuation of vision due to dryness in the left eye. The patient reported that vision is better in the morning, and worsens as the day progresses. The patient also reported that she cannot read due to the blurry vision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).